Event description:
Incident of a leak and separation between the cuvette chamber body and top cap. Machine air detect alarm occurred within the first hour of treatment and staff report air in the extracorporeal circuit that could not be removed by recirculation. When bloodline was removed from machine the cuvette chamber separted from the cap. Due to potential for contamination the blood in the extracorporeal circuit was discarded resulting in ebl = 250cc. No pt injury or need for medical intervention is reported. MDR is filed for blood loss only. Complaint sample was discarded at the time of the incident.